Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto bipap device. The manufacturer received information from the patient representative alleging ¿death¿. The patient passed away in the hospital from lung cancer "back in september." The patient did not have their device while hospitalized, therefore they were not on the device at the time of the reported death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. This report was reassessed on 20 january 2026 and determined to be non-reportable due to the cause of death "lung cancer". No further action is required at this time.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto bipap device. The manufacturer received information from the patient representative alleging "death". The patient passed away in the hospital from lung cancer "back in september." The patient did not have their device while hospitalized, therefore they were not on the device at the time of the reported death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.